Manufacturer narrative:
Concomitant products: product ID: 3080, lot# n22457, implanted: (B)(6) 1996, explanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s lead wires were bumped out so they had 1 small bump and 1 big bump. It was noted the old frayed lead was bumped out and so was the new lead. The new lead bump did not bother the patient, but it really hurt where the old lead was sticking out so that¿s why the patient was trying to get that frayed part out. It was reported that the patient had an old lead that had been in their body since the very beginning in 1995. It was noted the original lead was there the whole time and it worked beautifully but they had to pull it out because they had to put in a new lead when they moved the device to the back side. When the doctor tried to get out the original lead, it frayed during surgery probably because it had been in for so long and now still stuck out of the patient¿s back like a big lump. The patient¿s healthcare provider (hcp) was going to try to get the frayed lead portion out this time but the patient didn¿t know if they would be able to. No further complications were reported/anticipated. See related regulatory report 3004209178-2017-05637 for references to new lead bump and "out this time" (surgery).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.